Event description:
It was reported that during a new patient implant surgery after the lead and generator were connected in the pocket, the surgeon performed diagnostics which indicated normal impedance. The lead pin was reinserted and system diagnostics were performed two more times indicating lower impedance, still within normal limits. The patient was closed and the device was monitored overnight. Two diagnostics were performed indicating high impedance. Two more diagnostics were run the next day with impedance values around 1400 ohms. It was indicated that the impedance value remained consistent overnight and in the next morning. Device history records were reviewed for the implanted devices and indicated that the devices were sterilized and passed all quality inspections prior to release for distribution. No further relevant information has been received to date.

Event description:
Internal investigation found that the cause for this day-of-implant impedance fluctuation was an undersized vagus nerve and/or oversized lead electrodes that leads to a gap between the nerve and electrode. During surgery, this gap between the nerve and electrode does not impact impedance as the area is well-flushed with saline to keep it wet; however right after wound closure, when the saline drains and the gap is only filled with air, high impedance may be detected for the next several hours until the electrode site begins to fill with bodily fluids / serum and then later nerve fibers, which again forms a conductive path between the electrode and nerve.

Event description:
Programming history was reviewed for the device. High impedance was seen on the date of implant as reported, and multiple diagnostics performed after the date of implant indicated impedances within normal limits. No other anomalies were noted. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional internal investigation is underway. No additional relevant information has been received to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Manufacturer narrative:
Describe event or problem, corrected data: it was determined that the high impedance was incorrectly attributed to a firmware issue.

Event description:
It was determined that this high impedance event was inadvertently attributed to the firmware design, but because the impedance resolved the next day to a much lower impedance value, this event is not consistent with the higher impedance firmware issue.